Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was attempted to be used as a conduit in a device during the endovascular treatment of a patient. It was reported that during the index procedure the device was unpacked and during the preparation it was found that the tip of the device was bent. It was considered that it was bent from the beginning as the product was just unpacked. It was reported that there was no visible damage on the outer packaging. A non-medtronic device was used and the treatment was successfully completed. Per the physician the cause of the event was due to damaged product (bent tip). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product evaluation summary: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The sentrant sheath and dilator were returned. The device packaging was not provided for evaluation. There was no damage observed on the sheath. A kink was observed on the dilator 7mm proximal to the tip. No further damage was observed to the sheath or dilator. Film evaluation summary: a photo was received confirming a kink on the dilator proximal to the tip. If information is provided in the future, a supplemental report will be issued.